Event description:
A luer hub crack was observed with the cypher sirolimus-eluting coronary stents. The product was inside of the pt at the time of the event; however, the device could not be inflated because of the hub leak. The product was easily removed. There were no problems experienced tracking the device through the lesion or crossing the target lesion. The products were removed from sterile package. All products had related hub cracks. The cracks were noted when the operation began to inflate the balloon/stent. There were no other noted damages. There were no problems noted with the packaging. The hub crack was not visible on the hub, it contained a micro rupture. When the affiliate checked the device, the crack was not visible only upon inflation a leak was observed. There were no other noted problems.

Manufacturer narrative:
The product has been received; however, its analysis has not begun. Additional info will be provided within 30 days of receipt. This is one of three products involved with the reported event, which is associated with manufacturing report numbers 9616099-2009-00365, and 9616099-2009-00366.